Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous artery. A 5.00nm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm within 30 seconds. The device was removed using normal method without any problem and the procedure was completed with a different device. The patient was in good condition post procedure.